Manufacturer narrative:
See also manufacturer¿s report #3004209178-2019-17695 for the patient¿s other device issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had pain after implant and that the ins was moving ¿back and forth¿. They stated that, 3 weeks ago, they had surgery to reposition the ins. The patient was seen by the healthcare professional (hcp) yesterday for follow up. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the cause of the implant moving back/forth, was their doctor had to go in and ¿refix¿ a new place for the wire and when they did, it started moving and hurting (was in a lot of pain). The patient stated that another doctor did emergency surgery to fix this issue. This helped and the doctor ¿refix¿ the battery so it would not move. There were no further complications reported or anticipated.